Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2019). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to a biopsy, the device allegedly was difficult to prime. There was no patient contact.

Event description:
It was reported that prior to a biopsy, the device allegedly was difficult to prime. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one monopty biopsy needle was returned. A functional and dimensional evaluation was performed. The investigation is confirmed for self activation, as the cannula released when rotating the grip to retract the stylet. Upon disassembly, the cannula and stylet tangs were measured to be below specification. Therefore, the investigation is also confirmed for failure to prime. The tang measurement below specification contributed to the confirmed issues. However, it should be noted that per evaluation results, the device was returned fully primed in the "ready to fire" configuration. It possible that the return configuration contributed to tang measurement and engagement issues. It is unknown if other device handing and/or procedural factors contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.